Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 1,000 mcg/ml baclofen at a dose of 150.1 mcg/day and 3 mg/ml morphine at a dose of .4502 mg/day via an implantable infusion pump for non-malignant pain and lumbar radiculopathy. It was reported that a code of 8254 was seen on the patient's personal therapy manager (ptm) programmer on (B)(6) 2017. The patient stated that her refill was not until (B)(6) 2017. The patient thought she should be able to go longer after her refill before she actually needed a fill. No symptoms were reported and no further complications were expected or anticipated. Additional information was received from a consumer on (B)(6) 2017. It was reported that a code of 8286 was seen on the patient's ptm on (B)(6) 2017, indicative of an empty reservoir. It was noted that the patient was not due for a refill and had not recently had a refill (note: this information conflicts with the prior report that the patient's refill was supposed to be on (B)(6) 2017). No patient symptoms were reported and the patient was redirected to a healthcare provider.